Event description:
Allegedly, eprd reported 10 new complications for profemur® l classic first revision (5 periprosthetic fractures, 1 aseptic loosening, and 4 unknown events). No further information was reported this incident is capturing 4 unknowns.